Event description:
It was reported that a labeling error was found before use with a bd safetyglide¿ needle . The following information was provided by the initial reporter, "the outside of the box is marked 305901 and the inside has item 305916 but they both have lot number 8088827". 3 occurrences were reported. The dates/times were not given.

Manufacturer narrative:
H.6. Investigation: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Mixed 25x5/8 shelf cartons were found during manufature of this batch. Incorrect product and components were removed from the line before production resumed. Batch 8088827 was inspected and accepted based on meetng our inspection control plan and subsequently approved for shipment. Three opened shelf cartons, containing sealed packaged safetyglide needles were received and visually evaluated. The shelf cartons had variable batch printed to be 8088827 and pre-printed part number 305901 referencing 25x5/8 product, as well as an orange stripe and a photo of an orange needle hub ¿ both indicating 25x5/8 product. The safetyglide packages inside the cartons were all marked to be from batch #8088827 and part number 305916 referencing 25x1 product. The packages also had a blue stripe and ¿25x1¿ printed on the stripe. The incorrect carton was confirmed to be present in the samples received. Carton material was confirmed to have been mixed at some point prior to introduction to the packaging machine. 25x5/8 and 25x1 cartons were found mixed at the packaging machine during production and were removed. Probable root cause mixed cartons inadvertently introduced to packaging machine. It is unknown whether arrived mixed from vendor or became mixed after receipt from vendor and prior to introduction to packaging machine. Camera failure to reject 100% of mixed carton product. A. The system was identified to have a rejection station flaw after correctly identifying incorrect shelf cartons. The flaw is present only during a specific set of circumstances surrounding the vision system. The system in place is not routinely challenged to ensure proper function. Inadequate procedure regarding rejected shelf cartons. Rejection stations are not labeled to identify what the product is rejected for. Procedure is not clear regarding inspection criteria for rejected cartons.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a labeling error was found before use with a bd safetyglide¿ needle . The following information was provided by the initial reporter, "the outside of the box is marked 305901 and the inside has item 305916 but they both have lot number 8088827." 3 occurrences were reported. The dates/times were not given.